Event description:
Same case as MFR #: 2134265-2010-00664 00555. It was reported that during a drug eluting stenting treatment procedure, a shaft fracture occurred. A 2.5x20mm express2 bare metal stent was implanted in the 95% stenotic and calcified distal right coronary artery in 2008. In (B)(6) 2010 restenosis was identified. The 90% stenotic lesion was located in the proximal portion of the stent in the severely calcified and severely tortuous distal right coronary artery. Access was obtained through the femoral artery. The physician predilated the lesion with an apex balloon and then advanced the 3.00x12mm taxus liberte stent to the lesion. During an attempt to cross the lesion resistance was met. The physician applied force to the shaft and it prolapsed. The device was removed intact, however after the shaft was outside the body it broke a foot from the hub. There were no patient complications. The procedure was successfully completed with the deployment of another 3.00x12mm taxus liberte and another taxus stent. The stents were post dilated with a quantum maverick balloon. Patient status is reported as "great".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: a visual and microscopic examination identified that the device was returned in two sections as a result of a break that occurred in the hypotube approximately 25mm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The product mandrel was returned with the catheter. Solidified blood was present within the inflation lumen indicating the device had been used in vivo. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-00664 00555. It was reported that during a drug eluting stenting treatment procedure, a shaft fracture occurred. A 2.5x20mm express2 bare metal stent was implanted in the 95% stenotic and calcified distal right coronary artery in 2008. In (B)(6) 2010 restenosis was identified. The 90% stenotic lesion was located in the proximal portion of the stent in the severely calcified and severely tortuous distal right coronary artery. Access was obtained through the femoral artery. The physician predilated the lesion with an apex balloon and then advanced the 3.00x12mm taxus liberte stent to the lesion. During an attempt to cross the lesion resistance was met. The physician applied force to the shaft and it prolapsed. The device was removed intact, however after the shaft was outside the body it broke a foot from the hub. There were no patient complications. The procedure was successfully completed with the deployment of another 3.00x12mm taxus liberte and another taxus stent. The stents were post dilated with a quantum maverick balloon. Patient status is reported as "great".